Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a water leak occurred on the catheter balloon after inflated.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation found a pinhole at the rubberize layer that had caused water to leak out. The origin of pinhole could not be determined. However, the event described could be confirmed as a manufacturing related issue. A potential root cause for this failure mode could be manufacturing related (example: mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients with known allergy to silver coated catheter".

Event description:
It was reported that a water leak occurred on the catheter balloon after inflated.